Event description:
Lead and generator were received into product analysis for unknown reason. Attempt was made to obtain information on reason it was sent back, however was indicated by the facility no information was available and per their procedures they send back products without providing this information. Product analysis (pa) was completed on the generator and the device was monitored for 24 hours in a body temperature environment and was able to deliver output with no irregularities. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found. Product analysis (pa) was completed on the returned portion of the lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. The lead had multiple specks in the marked connector pin that resembled pitting. The pa lab determined the specks indicated the pin was exposed to high temperature. This was corroborated by the melted appearance in the area. The specks were analyzed and showed high percentages of si, cr, o, c. The reason for this condition is unknown but it was noted that it had no obvious effect on the performance of the device. Pa also notes that the lead showed abrasions on the outer tubing due to wear. Other than the mentioned findings and those typically related to the explanted procedure, no other anomalies were identified in the returned lead portion. No additional relevant information has been received to date.